Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 5 of 5. The baxter technical services representative assisted to end therapy and advised the hp to contact her nurse. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. She stated that she had accidentally used the wrong cassette type. She had connected a spike cassette to luer lock bags. She ended up skipping therapy that night. She had not contacted her nurse. This event was caused by a user error and there were no allegations made against any of baxter's products. Therapy has been going well since, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had not yet contacted her about the incident, but that she had seen her on friday ((B)(6) 2011), and she was doing well and continuing therapy. Bps informed the nurse of the user error that had caused the alarm. There were no adverse effects reported in relation to this incident. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).